Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus) due to erosion. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.